Event description:
It was reported that the recently implanted vns patient had drainage at her generator site. The patient described that her generator site looked ¿gross¿ and was infected. The patient was unable to determine if the generator site was warm to touch but stated that the site was red. The patient was unsure if she had a fever but noted that she was sweating very much. A home health nurse was sent to the patient¿s residence and reported that there was no infection or fever. Some redness was observed near the stitches that had not yet dissolved. The patient was doing fine. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.